Manufacturer narrative:
The pod was received with no evidence of blood on the device. No bends or kinks were observed in the soft cannula. The download data did not show any timeouts , drive stalls or alarm. Inspection of formed needle and bottom housing found no abnormalities that would contribute to reported bleeding or bruising at the infusion site. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the patient had bleeding. As treatment a new pod was successfully placed.